Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set was involved in an incident where the patient's blood glucose was elevated to 250 mg/dl for two days. Troubleshooting determined that the infusion set cannula was bent and kinked. The patient reported that she would change out all of her supplies. No permanent injury was reported. See MFR: 3012307300-2017-00058.